Event description:
(B)(6) 2010 - (B)(6) male referred to (B)(6) hospital for evaluation of critical aortic stenosis and single vessel coronary artery disease. Catheterization and echocardiogram revealed the presence of severe aortic stenosis with a peak gradient of around 65 mm of mercury. There was a mean gradient of 36. The patient had a heavy calcified aortic valve. Patient underwent CABG x 1 with aortic valve replacement on (B)(6) 2010 and was discharged (B)(6) 2010. The patient did well for the first several months but on the day after thanksgiving he noticed the development of chill and fever. His illness continued and he was initially seen in (B)(6) hospital emergency room on (B)(6) 2010 and transferred to (B)(6) hospital for possible pneumonia. It was determined after a tee that the patient had large vegetation on his aortic valve prosthesis; he was transferred back to (B)(6) on (B)(6) 2010. On (B)(6) 2010, the patient was taken back to the operating room where he underwent open-heart surgery for suspected prosthetic aortic valve infection. He underwent extensive repair of his aorta and a single-vessel coronary bypass to the obstructed right coronary artery. After eight hours of surgery, the surgeon did not feel that his aortic valve could be replaced. A fungal isolate from aortic tissue revealed a fungus which is currently being identified by the (B)(6) state department of health. Infectious disease physician consulting on the case since (B)(6) 2010 indicated in a progress note that the fungal isolate from his aorta "appears to look like (B)(6) per pathology report. Pathology report also notes that there are "structures consistent with spherules that appear full of endospores that would be consistent with (B)(6), tissue gram stain are negative for bacteria. Final (B)(6) report regarding identification of fungus will be sent when available. The patient went into multi organ failure, was acidotic and marginally oxygenated despite maximal support with vasopressors, ventilator and intraaortic balloon pump and expired on (B)(6) 2010. I will send the codes required in box (B)(4) when the physician discharge note is complete and the chart is coded.